Event description:
A report received from the USA stated an 840 ventilator experienced a loss of communication device alert. There was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui), printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).